Event description:
The customer reported that they had a 4d gated scan for the purpose of creating a 4d volume. Ctv was drawn on phase 0 and phase 50 image sets respectively (max and min inspiration). On attempting to do structure merge on the aip image set, they noticed the merged image was completely displaced. Upon further investigation, it was found that this was due to the insertion of the couch structure for the aip image set, which results in image enlargement. If the image set is enlarged due to the insertion of a couch structure, when the merged structure set is inserted, the resulting structure is displaced. Any 'merged structures' created prior to insertion of the couch structures are correctly created. A varian agent was able to reproduce the effect on internal vmware. Similarly if you copy a structure from such an enlarged image set to a non-enlarged image set again that structure is displaced.

Manufacturer narrative:
The investigation has determined that the addition of couch structures to a 4d averaged CT data set before anatomical structures have been merged, can lead to displacement of the contoured structures within the CT data. The contoured structures can be displaced in all directions depending upon the position of the body to the couch structure. The incorrect target position and volumes of interest locations can then be used for planning and treatment. Root cause: software defect. Corrective action: a discrepancy report (dr) has been created to address this issue in the affected install base. An issue review (ir) has been submitted and any additional corrective actions will be handled in the varian CAPA process. All corrective action will be reported under the guidelines of 21 cfr part 806. There has been one reported occurrence of this issue and there have been no reports of serious injury as a result of this issue. No f/u to this MDR is expected.